Event description:
The pt developed an infection post inguinal hernia repair performed in 2006. The pt noticed symptoms 4 days later and was readmitted the next day to have the wound incised with irrigation and drained. The pt was placed on IV antibiotics. The pt had the mesh removed 3 days later and is healing nicely.

Manufacturer narrative:
Evaluation summary: according to the ctr for disease control, postoperative surgical site infection varies from surgeon to surgeon, hosp to hosp, procedure to procedure, and pt to pt. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.